Event description:
On (B)(6) 2024, a patient underwent a lumbar intervertebral body fusion procedure. Around 4 months postoperatively, radiograph images revealed the interbody spacer had collapsed. The patient is asymptomatic, and there are no plans for revision surgery. The surgeon will continue to monitor the patient.

Manufacturer narrative:
The implant remains in situ. Two interbody spacers were implanted, but it is unknown which part number had collapsed; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field left blank was not known at the time of this submission.